Event description:
It was reported that the user experienced libre 3+ sensor error 102 with the paired sensor showing only four hours remaining and no glucose readings, resulting in signal loss to the ilet and transition to bg run mode for glucose management. Symptoms included hyperglycemia, with a reported fingerstick blood glucose of 245 mg/dl. Outcomes included the need to replace the infusion set, prime tubing, reconnect, and continue therapy using bg run mode for corrections. Investigation included troubleshooting and user education on sensor error expectations, infusion set replacement, use of bg run mode, and review of insulin history on the ilet. Investigation of this case revealed that the system could deliver insulin based on fingerstick entries during the sensor error and that connectivity and sensor accuracy issues preceded the intervention. It was concluded that the event involved a libre 3+ sensor error leading to temporary loss of cgm-driven automation, mitigated by use of bg run mode with continued insulin delivery via the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.